Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 213 hours of extended tests at the customer's settings. The ventilator passed the troubleshooting final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that after the customer received the ventilator back from it's routine preventative maintenance, the ventilator was auto cycling. The patient circuit and external components were replaced and the customer was still unable to correct the issue. There was no report of any patient involvement associated with this reported event.